Event description:
Multiple patients reporting severe skin reactions after skin closure with exofin skin adhesive in last month. Different surgeons within separate specialties. FDA safety report ID # (B)(4).